Manufacturer narrative:
One defective bacteria filter was returned with the housing in two pieces together with two of the unused filters from the same batch. The defective filter could be pulled apart. There were no visible signs of any glue or welding on the two housing parts. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. Functional tests were performed on the two unused filters and both filters passed the tests. The conclusion is that these filters were manufactured according to their specification. The conclusion is that the used defective filter was not manufactured according to its specification.

Event description:
(B)(4).

Event description:
It was reported that during use, the bacteria filter that was connected in the patient circuit, came apart. There was no patient harm reported. (B)(4).